Manufacturer narrative:
The customer's test strips and meter were provided for investigation. The returned test strips lot number 57261212 were measured with the returned meter serial number up0549070 in comparison with the current test strip master lot number 56099380. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 was having a hematocrit level of 46%. Donor 2 was having a hematocrit level of 46%. Testing results: donor 1: master lot: 3.5 inr and retention strips: 3.3 inr. Donor 2: master lot: 2.5 inr and retention strips: 2.4 inr. All inr values were within the specified target ranges. No error messages occurred. The returned customer's material and retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter (patient's meter) serial number (B)(6) compared to coaguchek xs plus meter (hospital's meter). On (B)(6) 2023 at 10:31 a.m. The patient had a meter result of 2.6 inr while the hospital's meter result was 3.4 inr. The test measurements were taken in succession to each other. The patient's therapeutic range was 2.5-3.5 inr.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The test strips and the meter were requested for investigation. The products have not been received at this time. If the products are returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.